Event description:
The customer reported to their baxter sales representative (bsr) of a clearlink duo-vent continu-flo set, product code 2c8541, lot number unknown, separated underneath the upper y-site and the tubing. The sample is available and is connected to what the customer assumes is the clearlink secondary medication set, product code 2c7462, lot number unknown. The primary was infusing normal IV fluids and the secondary was infusing the antibiotic cefepime. The separation occurred above the portion of tubing that was inside the unknown pump. No patient injury or medical intervention occurred. No additional information is available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 250 mg/dl, 111 mg/dl, and 350 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were obtained outside the ten minute timeframe. This is a final report.